Manufacturer narrative:
(B)(4). Device evaluation: the reported event could not be confirmed. The customer returned one sterile, unopened kit for evaluation. No defects or anomalies were observed on the enclosed catheterization device. Leak testing was performed with the distal end occluded and no leaks were observed with 45 psi for 30 seconds. A device history record review was performed with no relevant findings. Since the actual catheter involved on the incident was not returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the patient's radial artery, a blood leak was noted from the connection of the catheter and hub. As a result it was removed and replaced and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.